Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing convulsions due to anesthesia during implant procedure. The patient underwent explant procedure immediately.

Manufacturer narrative:
Sc-2316-50e (sn: (B)(4)) device evaluation indicated that the device exhibits normal device characteristics.

Event description:
A report was received that the patient was experiencing convulsions due to anesthesia during implant procedure. The patient underwent explant procedure immediately.